Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that gauge fractured during surgery. No patient-related consequences has been reported. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No additional information reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed; visual evaluation of the tension gauge found signs of repeated use (nicked and gouged) and it is fractured. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.